Manufacturer narrative:
Note: all info contained in this report is provided by the MFR. The involved device has been sent to an outside lab for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing records of products coated on the same day and under the same conditions as the complaint device indicated values well within product specifications. One retention sample coated on the same date and under the same conditions as the complaint device underwent water permeability testing at 120mmhg as per iso 7198. The test result indicated a value well within product specifications. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.

Event description:
During vascular surgery performed on (B)(6) 2014, it was reported that the graft was leaking. The procedure was stopped and another graft was used, leading to a delay in the surgical procedure. The surgery was completed without any further complication for the pt.